Event description:
Procedure type: low anterior resection. According to the reporter: open surgery of a rectum. The radial reload was fired with idrive ultra. The staple row was not complete, the tissue was cut. There was a big hole. The surgeon used another reload. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).